Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age: 74 years old at time of enrollment.

Event description:
Elegance clinical study: it was reported that restenosis occurred, requiring intervention. On (B)(6) 2023, the subject underwent treatment with two 6x120, 130 cm eluvia drug-eluting vascular stents as a part of the elegance clinical trial. The target lesion was located in the left proximal superficial femoral artery (sfa), left mid sfa, extending up to the left distal sfa with 5.5 mm proximal reference vessel diameter, and 5 mm distal reference vessel diameter, with lesion length 230 mm, with 100% stenosis and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to the target lesion treatment with the study devices, pre-dilation was performed using 4 mm x 220 mm sterling over-the-wire percutaneous transluminal angioplasty balloon. Treatment of the target lesion was then performed by placement of these two 6 mm x 120 mm eluvia drug eluting stents study devices. Post-dilation was performed using 5 mm x 120 mm sterling over-the-wire pta balloon and the final residual stenosis was noted to be 30%. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2023, the subject was admitted to the hospital for reintervention of left lower extremity peripheral arterial occlusive disease. The subject was diagnosed with left lower extremity chronic limb threatening ischemia with minor tissue loss, with prior hybrid intervention. Subsequently, during the operative procedure, the subject underwent angiography which revealed new severe stenosis of the left proximal sfa. On the same day, 80% severe restenosis was found in the left proximal sfa and was treated by pre-dilation using 4.5 mm x 40 mm sterling balloon followed by drug coated balloon angioplasty using 6 mm x 40 mm ranger drug coated balloon. Post treatment, the final residual stenosis was noted to be 30% with no evidence of dissection and preserved runoff to the left foot. On (B)(6) 2023, the event was considered resolved and the subject was discharged from the hospital as subject was deemed medically stable for discharge. It was further reported that the restenosis was due to only one of the 6x120, 130 cm eluvia drug-eluting vascular stents.

Manufacturer narrative:
A2: patient age: 74 years old at time of enrollment.

Event description:
It was reported that restenosis occurred, requiring intervention. On (B)(6) 2023, the subject underwent treatment with two 6x120, 130 cm eluvia drug-eluting vascular stents as a part of a clinical trial. The target lesion was located in the left proximal superficial femoral artery (sfa), left mid sfa, extending up to the left distal sfa with 5.5 mm proximal reference vessel diameter, and 5 mm distal reference vessel diameter, with lesion length 230 mm, with 100% stenosis and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to the target lesion treatment with the study devices, pre-dilation was performed using 4 mm x 220 mm sterling over-the-wire percutaneous transluminal angioplasty balloon. Treatment of the target lesion was then performed by placement of these two 6 mm x 120 mm eluvia drug eluting stents study devices. Post-dilation was performed using 5 mm x 120 mm sterling over-the-wire pta balloon and the final residual stenosis was noted to be 30%. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2023, the subject was admitted to the hospital for reintervention of left lower extremity peripheral arterial occlusive disease. The subject was diagnosed with left lower extremity chronic limb threatening ischemia with minor tissue loss, with prior hybrid intervention. Subsequently, during the operative procedure, the subject underwent angiography which revealed new severe stenosis of the left proximal sfa. On the same day, 80% severe restenosis was found in the left proximal sfa and was treated by pre-dilation using 4.5 mm x 40 mm sterling balloon followed by drug coated balloon angioplasty using 6 mm x 40 mm ranger drug coated balloon. Post treatment, the final residual stenosis was noted to be 30% with no evidence of dissection and preserved runoff to the left foot. On (B)(6) 2023, the event was considered resolved and the subject was discharged from the hospital as subject was deemed medically stable for discharge. It was further reported that the restenosis was due to only one of the 6x120, 130 cm eluvia drug-eluting vascular stents. It was further reported that on (B)(6) 2023, post treatment, the final residual stenosis was noted to be 0%.

Event description:
Elegance clinical study. It was reported that restenosis occurred, requiring intervention. On (B)(6) 2023, the subject underwent treatment with two 6x120, 130 cm eluvia drug-eluting vascular stents as a part of the elegance clinical trial. The target lesion was located in the left proximal superficial femoral artery (sfa), left mid sfa, extending up to the left distal sfa with 5.5 mm proximal reference vessel diameter, and 5 mm distal reference vessel diameter, with lesion length 230 mm, with 100% stenosis and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to the target lesion treatment with the study devices, pre-dilation was performed using 4 mm x 220 mm sterling over-the-wire percutaneous transluminal angioplasty balloon. Treatment of the target lesion was then performed by placement of these two 6 mm x 120 mm eluvia drug eluting stents study devices. Post-dilation was performed using 5 mm x 120 mm sterling over-the-wire pta balloon and the final residual stenosis was noted to be 30%. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2023, the subject was admitted to the hospital for reintervention of left lower extremity peripheral arterial occlusive disease. The subject was diagnosed with left lower extremity chronic limb threatening ischemia with minor tissue loss, with prior hybrid intervention. Subsequently, during the operative procedure, the subject underwent angiography which revealed new severe stenosis of the left proximal sfa. On the same day, 80% severe restenosis was found in the left proximal sfa and was treated by pre-dilation using 4.5 mm x 40 mm sterling balloon followed by drug coated balloon angioplasty using 6 mm x 40 mm ranger drug coated balloon. Post treatment, the final residual stenosis was noted to be 30% with no evidence of dissection and preserved runoff to the left foot. On 14-nov-2023, the event was considered resolved and the subject was discharged from the hospital as subject was deemed medically stable for discharge.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age: 74 years old at time of enrollment.